Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that there was no damage to the device. The patient had the device reprogrammed, switched to program 2 and since then, patient has not had a return of symptoms. The hcp told the patient that was not affected by the screener, however, patient is turning the device off whenever he walks through a screener. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been doing very well since implant but, yesterday, they started to have a return of their symptoms (incontinence in the morning when they stepped out of bed). They stated that they did not know what caused this but they thought it was because they walked through a (B)(6) security detector on monday when their device was on. The patient also reported that they had an itching in their vaginal region and was not sure if it is a yeast infection or if it was the stimulation. The patient mentioned that they did not have the ability to change programs/adjust stimulation since the healthcare professional (hcp) said not to make any changes or to use the external equipment until their follow up appointment on (B)(6) 2019. The patient was redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.